Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report could not be duplicated during evaluation. The activity log review showed no activity beyond user advisories that would suggest a device malfunction. Full evaluation was conducted, including signal acquisition via pads and a complete defibrillation cycle, revealed no anomalies. The device was recertified and returned to the customer. No trend is associated with reports of this type.